Event description:
It was reported the patient was diagnosed with carcinomatosis of ovarian origin and underwent a laparotomy whose sequelae were complicated by a hemoperitoneum on day 10 requiring surgical clot removal. After the hemoperitoneum, hemorrhagic concerns accumulated leading to anemia which required repeated transfusions. Endoscopic intervention was performed which required an interruption of anticoagulants, at which time a thrombus was found on the patient's heart valve. The patient was found deceased on (B)(6) 2006.